Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure ((B)(6) 2018) a "cyroflex" probe and cardioblate bipolar clamp were used through sternotomy to treat the patients af. Left pulmonary vein (pv) and right pulmonary vein (pv) conduction block achieved. The patient had a concomitant surgical procedure of mitral valve replacement and amputated/excised and oversewn. Approximately 7 days post procedure the patient experienced complete heart block requiring a permanent pacemaker. The patient received a pacemaker. Patient was discharged 13 days post procedure ((B)(6) 2018) with sinus rhythm. The adverse event was deemed as been not related to the device but possibly related to the study and concomitant procedure. Need for a "pacemarker" implantation is a known complication to surgical ablation and mitral valve replacement. The patient had a concomitant surgical procedure of mitral valve replacement and amputated/excised and oversewn.